Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 6519353 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline breast prostheses. Left breast prosthesis deflation, right breast capsular contracture, and bilateral breast cysts were reported. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2017. This medwatch form is for the right breast prosthesis.